Event description:
The customer reported that following an arteriogram on 2002 an attempt was made to deploy a vasoseal vhd kit size 4. The dilator and sheath were inserted with ease. The first collagen plug was introduced and it was reported that no resistance was experienced. As the sheath was retracted, the sheath separated and the lower half remained in the pt. The radiologist was able to retrieve the indwelling portion of the sheath with hemostats and manual pressure was applied. No pt complications were noted. The used device as well as four additional unused deviecs were returned to datascope for evaluation.